Event description:
It was reported that this pacemaker was part of a system revision due to possible infection due to pocket sites appearing brown and the skin turning out to red. Reportedly, the patient had radiation treatment for five days at the left lung. The technical service (ts) advised the patient to contact the device physician to review the device site. There were no additional adverse patient effects reported. This pacemaker remains in service.